Event description:
Overdelivery reported. The pump was administering morphine analgesia in a 5 mg/ml concentration, device settings were not available. At 9:30 am, the pump display showed 5 mg had delivered, but there were 5 ml (25 mg) gone from the syringe. The nurses state the settings, including a drug concentration of 5 mg/ml, were checked and verified by two of them at the 6:30 am shift change and again at the 7:30am vial/syringe change. The pt was "sleepy" by had no changes in respiratory status or vital signs. No medical intervention was required. The morphine pca was discontinued.